Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found there was a broken instrument in the insertion section mount of the colonovideoscope. Based on the results of the investigation, the probable root cause is cause traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, there was a broken instrument in the insertion section mount of the colonovideoscope. There were no reports of patient involvement.